Event description:
Customer's wife called to report a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 986 mg/dl. Diagnosed diabetic ketoacidosis. Customer experienced nausea, vomiting, mental confusion and profuse sweating. Caller also reported a low blood glucose. The blood glucose reading was 49 mg/dl. The paramedics were called and customer was treated with sugar. Customer was taken to hospital. During troubleshooting, time and date incorrect. Assisted customer with correcting. Customer would go multiple days without bolusing and he tends to crash. Explained to customer the consequences of this action. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.